Event description:
It was reported that a progav 2.0 shuntsystem (#fx431t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an under-drainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was sent back to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the components were determined. Permeability test: a permeability test has shown that progav 2.0 has a blockage while all other components are permeable. Computer controlled test: not possible due to the blockage of the progav 2.0. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the progav 2.0, deposits were found inside, also in the control reservoir. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. According to the investigation results, a blockage and a non-adaptability of the progav 2.0 was detected. The visible deposits inside have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. Furthermore, we can determine that the other components, control reservoir, ventricular catheter and peritoneal catheter, are permeable and meet their specifications. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: the record of the production did not reveal any unusual findings. The shunt system met all specifications before shipment. The approval for examination is not available. Due to this fact a meaningful examination is not possible at the time of this report. Should relevant additional information become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx431t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was not yet sent back to the manufacturer for investigation.